Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
The alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement not found during testing. Insulin pump passed the self test, rewind test, prime/seating test, occlusion, basic occlusion test, force sensor test and the displacement test.